Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-1623; product lot/serial number (B)(6); product type: loading system; product ID evproplus-29; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2022; product ID safari; product lot/serial number unknown; product type: guidewire. Product analysis: the delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Conclusion: procedural images were not provided for review. The reported event indicated that a doppler echocardiography identified an arteriovenous fistula of the right scarpa: upper thigh. Vascular access related complications, such an arteriovenous fistula, are known potential adverse patient effect per the evolut system instructions for use (IFU), and is typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the event was unlikely related to the dcs and inline sheath. Based on the information available, an assignable root cause of the vascular complication could not be determined. The event did not indicate a potential manufacturing issue. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. This report was submitted as part of a retrospective review and remediation per (B)(4). Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that one day following the implant of a transcatheter bioprosthetic valve via the right femoral artery, doppler echocardiography identified an arteriovenous fistula of the right scarpa; upper thigh. Manual compression was applied and resolved the event. The fistula prolonged hospitalization. The transcatheter valve was successfully implanted. This event was considered resolved 6 days following onset. Per the physician, the event was possibly related to the procedure, unlikely related to the non-medtronic guidewire, and unlikely related to the delivery catheter system (dcs) and inline sheath. No additional adverse patient effects were reported.